Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer disconnected from site, ran insulin through the tubing, reconnected, and completed the bolus without further issue. There was no impact to the customer's blood glucose level. As the alarm was not occuring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.